Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 clinical code and type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately 2 years and 5 months post-implant of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the valve failed due to stenosis with an echo gradient of 60 mmhg.'', and ''physicians and vcc commented that the patient was not compliant to the post op blood thinning medications. The new valve was placed in an almost identical position, and both cath and echo gradient were measured at 4 mm/hg. Coronary arteries were perfusion as normal. Per fcs, the patient presented with shortness of breath and mean gradient of 60 mmhg. Per medical opinion, the valve appears to be under expanded. The team performed balloon aortic valvuloplasty (bav) prior to the valve-in-valve procedure, which reduced the mean gradient to 15 mmhg.'' In this case, valve appeared under expanded, which could reduce effective orifice area (eoa), and it obstructed the blood flow across the valve, leading to increased gradients. As such, available information suggests that procedural factors (under expanded valve) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), approximately 2 years and 5 months post-implant of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the valve failed due to stenosis with an echo gradient of 60 mmhg. The team performed the following, measure cath gradient, bav with injection to ensure coronary perfusion and place a new 23mm s3u resilia inside the existing 23mm s3u. The team were not aware of the hypo-attenuated leaflet thickening (halt) or stenosis of the original valve. They mentioned that the failure was not aortic insufficiency related. Per medical opinion, the patient was not compliant to the post-op blood thinning medications. The new valve was placed in an almost identical position, and both cath and echo gradient were measured at 4 mm/hg. Coronary arteries were perfusion as normal.